Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product code 563517, work order (B)(4) was manufactured on 17/nov/05. (B)(4) parts were manufactured per specification and all raw materials met specification. There was one deviation associated with this DHR: (B)(4). This deviation was to do with the inspection of the packaging of the part, not the part itself. Therefore the deviation has no direct correlation to the event description associated with the complaint. Device history review: product code 563517, work order (B)(4) was manufactured on 17/nov/05. (B)(4) parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had rising metal ion levels and it was suggested that she have her asr cup removed and replace with a standard cup and poly liner. Right hip. The asr cup was removed and a competitor mdm system was replaced. Surgeon stated that the hip looked pristine when he went in and was able to easily remove the cup and asr head and replaced with the competitor mdm system. He placed an srom +0 ceramic 28mm head. Doi: unk, dor: (B)(6) 2021, right hip.